Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on 2 jul 2022. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was diagnosing ventricular tachycardia episodes as supraventricular tachycardia. The episodes was rectified when being terminated. No programming changes were made. The ICD will be monitored going forward. There were no adverse consequences to the patient.